Event description:
The customer reports that prior to a procedure, when the box was opened, the paper on the device was off. It was not used and will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.